Event description:
Conmed japan reported on behalf of a customer that the device, 60-6085-201a, vcare 200a ¿ medium, was being used in an unnamed surgical procedure on (B)(6) 2023 and ¿the blue vaginal cup did not secure¿. Further assessment revealed that ¿the handle can rotate 360degree¿. This event occurred during the procedure, and it is unknown whether excessive force was being placed on the device when the malfunction occurred. The procedure was completed with no reported delay. There was no impact to the patient, nor was any medical intervention or extended hospitalization required. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Performed a visual inspection, the handle was returned not in the correct position. Performed a functional inspection, the handle spins 360 degrees. Per CAPA investigation the root cause for overmold breakage is increased residence time. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There has been a total of (B)(4) complaints for this lot number and failure mode within the past two years; however, 1 was confirmed. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. A determination for further investigation has been initiated. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the device, 60-6085-201a, vcare 200a ¿ medium, was being used in an unnamed surgical procedure on (B)(6) 2023 and ¿the blue vaginal cup did not secure¿. Further assessment revealed that ¿the handle can rotate 360degree¿. This event occurred during the procedure, and it is unknown whether excessive force was being placed on the device when the malfunction occurred. The procedure was completed with no reported delay. There was no impact to the patient, nor was any medical intervention or extended hospitalization required. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.